Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with a wrinkle (striae) with epithelial cells inferiorly in the left eye at approximately three weeks post treatment. It was further stated that the patient might have rubbed her eye. Flap lift and rinse was performed. The patient complained of experiencing slight foreign body sensation in her left eye. There was no loss of best corrected visual acuity (bcva). No further information has been provided.